Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d4: additional device information - correction h2: correction

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An exterior physical visual inspection was performed and passed. Voltage measurement was performed and failed due to 0 vdc. A review of the share logs was performed and signal loss was not found within the investigation window. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.